Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the report of elevated lactate dehydrogenase (ldh) levels could not be conclusively determined through this investigation. The reported increase in power was confirmed through analysis of the submitted log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1, "introduction," lists hemolysis as an adverse event which may be associated with the use of heartmate ii lvas. The hmii lvas IFU also contains information regarding pump speed, power, and flow. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section explains that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced elevated lactate dehydrogenase (ldh) levels. Log files were submitted for review. During the log file analysis, tech services found an increase in pump power and flow between (B)(6) 2025. Both power and flow stabilized shortly after.